Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. If there is any further relevant information, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The johnson and johnson application support manager (asm) was at the customer site for idesign surgery support and observed suction loss occurred at beginning of pocket creation on a male patient's left eye (os) due to patient movement. The surgeon re-attained suction using same pi. Suction loss occurred again more than halfway through raster pattern due to patient movement, the surgeon re-attained suction using the same pi and completed flap treatment. Flap and idesign ilasik treatment completed. It was indicated that the surgery was delayed a little due to suction loss occurring twice. It was noted that flap and excimer treatment completed successfully and that two (2) flap/ring procedures were replaced.